Event description:
It was reported the remote monitoring transmission revealed the device had two full power on resets and was at pacing mode of vvi 65. It was indicated the patient had been receiving radiation therapy for breast cancer. The device was checked and reprogrammed. The device remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis determined power on reset (por) parameters and device experienced a three critical ram parity error por events: (B)(4) 2012 in location "0c 6d", (B)(4) 2012 in location "28 ac" and (B)(4) 2012 in location "20 08." Device should be able to recover from the event and continue normal function. Radiation therapy noted concurrent with events timeframe.